Event description:
It was reported that a patient was admitted after a patient alert sounded. During follow up high sensing integrity counts, non-sustained tachyarrhythmia episodes and artifacts on the electrocardiogram were observed. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Evaluation summary: the full lead was returned in segments, analyzed and analysis was performed and no anomalies were found, the exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling/stretching/overstress, the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead became extrinsically distorted due to pulling/stretching/overstress and visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.